Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received battery alert, they removed the battery and inserted new battery; however it just flashed and then went blank. Customer stated that the battery and the compartment went hot. Customer tried to insert another battery and it did the same. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and the display did not return after insulin pump restart. Customer stated that the insulin pump was neither bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display. The boards were wet, and the battery compartment is heavily corroded. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.